Manufacturer narrative:
Analysis of the provided files established that two interrogations of implant 746be2fc were performed on (B)(6) 2026. The first session ended abruptly, which can correspond to a crash of the programmer during aida reading.since no windows event logs were provided, no additionnal findings could be found.this type of issue is related to a malfunction of the software from unknown origin.this case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, the programmer displays "synergy programmer software stopped working".